Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an episode showing oversensing while the patient was on vacation in spain. Technical services (ts) discussed the signal is triple detected, as the subcutaneous echocardiogram (s-ECG) shows both p-wave and t-wave oversensing, which resulted in inappropriate shock delivery. The delivered shock induced an arrhythmia which appears like ventricular fibrillation (vf), and the device then detected the arrhythmia and delivered four additional shocks until therapy was exhausted. The vf could not be terminated and the episode ends with the patient still being in vf. External assistance was required to get the patient out of vf. The patient remembers the first shock, however, then lost consciousness and woke up in a hospital. Troubleshooting was performed once the patient returned to germany and x-rays show the electrode in a very cranial position, which could have resulted in the ineffectiveness of the shocks. The initial inappropriate shock was caused by decrementing of the r-wave amplitude and eventual p-wave and t-wave oversensing. The reduction in r-wave amplitude was likely due to brugada indication. In addition, stress test was performed, which shows a big difference in morphologies when compared to the actual episode. Ts recommended switching to a different vector to potentially reduce the risk of further inappropriate shock, however, this cannot be completely ruled out. The patient is doing well at this time. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported. The s-ICD electrode was returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a150202. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of oversensing, inappropriate shock, difficulty converting rhythm, low amplitude or poor morphology.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an episode showing oversensing while the patient was on vacation in spain. Technical services (ts) discussed the signal is triple detected, as the subcutaneous echocardiogram (s-ECG) shows both p-wave and t-wave oversensing, which resulted in inappropriate shock delivery. The delivered shock induced an arrhythmia which appears like ventricular fibrillation (vf), and the device then detected the arrhythmia and delivered four additional shocks until therapy was exhausted. The vf could not be terminated and the episode ends with the patient still being in vf. External assistance was required to get the patient out of vf. The patient remembers the first shock, however, then lost consciousness and woke up in a hospital. Troubleshooting was performed once the patient returned to germany and x-rays show the electrode in a very cranial position, which could have resulted in the ineffectiveness of the shocks. The initial inappropriate shock was caused by decrementing of the r-wave amplitude and eventual p-wave and t-wave oversensing. The reduction in r-wave amplitude was likely due to brugada indication. In addition, stress test was performed, which shows a big difference in morphologies when compared to the actual episode. Ts recommended switching to a different vector to potentially reduce the risk of further inappropriate shock, however, this cannot be completely ruled out. The patient is doing well at this time. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported. The s-ICD device is expected to be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of oversensing, inappropriate shock, difficulty converting rhythm, low amplitude or poor morphology.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an episode showing oversensing while the patient was on vacation in spain. Technical services (ts) discussed the signal is triple detected, as the subcutaneous echocardiogram (s-ECG) shows both p-wave and t-wave oversensing, which resulted in inappropriate shock delivery. The delivered shock induced an arrhythmia which appears like ventricular fibrillation (vf), and the device then detected the arrhythmia and delivered four additional shocks until therapy was exhausted. The vf could not be terminated and the episode ends with the patient still being in vf. External assistance was required to get the patient out of vf. The patient remembers the first shock, however, then lost consciousness and woke up in a hospital. Troubleshooting was performed once the patient returned to germany and x-rays show the electrode in a very cranial position, which could have resulted in the ineffectiveness of the shocks. The initial inappropriate shock was caused by decrementing of the r-wave amplitude and eventual p-wave and t-wave oversensing. The reduction in r-wave amplitude was likely due to brugada indication. In addition, stress test was performed, which shows a big difference in morphologies when compared to the actual episode. Ts recommended switching to a different vector to potentially reduce the risk of further inappropriate shock, however, this cannot be completely ruled out. The patient is doing well at this time. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported. The s-ICD electrode was returned for analysis.